Event description:
Information was received from a manufacturer representative regarding a product used for spinal therapy. It was reported that the functionality of rotating table decreased. There was no patient involved and no further complications or symptoms reported regarding the event. Additional information was received that the reported product was already used before.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 9560524, lot# my20e001r during inspection, it was confirmed that the functionality of rotating table was decreased. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.